Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the volume and tone of an unspecified quantity of novum iq large volume pumps were not loud enough to hear when the door was closed. This was observed during an unspecified process step. The tone was the "same as the ventilator heater". There was no report of patient injury or medical intervention associated with this event. No additional information is available.